Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission included an MRI summary and displayed programmed MRI parameters. A previous merlin.net transmission did not include an MRI summary or MRI parameters. A subsequent patient-initiated transmission also displayed MRI diagnostics. No further information available.